Event description:
"Caller alleged discrepant results compared with the lab. Pt was on antibiotic; last dose one week ago. Fingerstick is done as meter is warming up prior to green light turned on. Self-test ((B)(6) daughter) = 1.0 (fingerstick is done when "apply sample" prompt displayed on meter).

Manufacturer narrative:
Investigation pending.